Event description:
A caller reported an issue with a cartridge leaking insulin, which occurred once. There was no adverse impact to the customer's blood glucose level. The caller changed the cartridge and successfully resumed insulin therapy, and technical support initiated a return merchandise authorization for the faulty cartridge.